Event description:
A customer reported occlusion problems during multiple procedures. The cases were completed by changing the settings. There were no harm to the pts reported. The customer indicated the cause was due to dense cataracts occluding the handpiece.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).